Event description:
The complaint received the following customer report: "during use on a pt a doctor found the loose connection of the concerning trach tube and hme. No pt harm". The reporter cannot confirm if this was discovered during pt use resulting in non routine recannulation of a replacement tube. Multiple attempts have been made to collect further info.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.